Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl to "high" ; although specific value was not provided. Cause was not known. Customer reported having a headache and fatigue due to elevated bg. A correction bolus was delivered to address bg. Customer declined troubleshooting from tandem technical support. No additional information was provided. Customer's blood glucose dropped to 301 mg/dl